Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the cause of the pain from surgery was the battery over the inguinal area. The battery would be moved to a new location. No further complications are anticipated.

Event description:
A manufacturing representative reported on behalf of a healthcare provider that a patient was experiencing pain ever since their surgery on (B)(6) 2017, where they had a battery change. A surgical intervention to reposition was scheduled on (B)(6) 2017. The implantable neurostimulator (ins) was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.